Event description:
The national complaint coordinator for baxter france reported an alleged overinfusion that occurred on a device during patient infusion. The patient was a male undergoing a fortum administration. The device was filled with 6g of fortum diluted to 230ml of 0.9% sodium chloride. The patient had no fever. The device was connected to the patient at 6:00 pm and was empty at 11:45 am the next day. It was suppose to last 24 hours. There were no clinical consequences reported.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 21 2007. The device involved in this incident has been requested for evaluation. Should the device be returned, evaluation results will be provided in a follow-up report. The lot number of the device in question is unknown at this time. Should the lot number become available, a review of all records related to the manuafacture of the product lot will be requested.